Event description:
The pt reportedly experienced pain at the implant site. The pt had a suture removed from the implant site.

Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. The pain resolved after the suture was removed. The pt remains implanted and is doing well. This is the final report.